Event description:
During a check-out procedure at the manufacturer's service center, an internal battery failure and a "service required" alarm condition occurred. The device was not in patient use. The device's internal battery and power management board were replaced to address the issues.